Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on the same date, the patient was treated for elevated blood glucose (bg) of 500 mg/dl with a large level of ketones, extreme drowsiness, vomiting and fatigue associated with an alleged inaccurate delivery. Reportedly, continued pump therapy and was treated in the emergency room (ER) by a healthcare provider and was treated with intravenous (IV) fluids and medication to settle their stomach. The patient was reported taking the medication amoxicillin for strep throat and the medication zofran. They were waiting to hear if the patient will be admitted to the hospital at the time of the complaint. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the pump being suspended. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting also showed that there was no indication that the patient was not inserting their infusion set as per instructions for use. The patient was putting tubing in the notch prior to loading the insertion mechanism and removing by outer plastic. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.